Manufacturer narrative:
Device eval: the device has not returned. Since the lot number was not provided, the device history record and complaint database could not be reviewed. A follow up report will be submitted if additional info becomes available.

Event description:
The user reported that the device developed a fibrin sheath that inhibited the flow rate. The catheter was placed on (B)(6) 2014. The pt had a pacemaker and two of the leads were in contact with the catheter. The physician believes this was the point of origin for the fibrin sheath. No pt harm or injury was reported.